Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned products noted the circular seals, trocars and envelope seals appeared intact. Only one obturator was received. Pmv performed functional testing; the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic colostomy, while on trocar placement, the surgeon observed that the inner diameter of the cannula seems smaller. The camera was observed to be hard to place and remove. Additionally, instruments kept pulling the trocars out on removal of the instruments. The case was completed with the same devices. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic colostomy, while on trocar placement, the surgeon observed that the inner diameter of the cannula seems smaller. The cannula was also reported to hard to place and remove. No patient injury.